Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor updating/sg not available alert. Sensor performing as expected. It is unlikely that the sensor contributed to the sensor updating/sg not available alert. Sensor carelink additional investigation was performed for the change sensor/bad sensor alert. Change sensor due to loss of signal. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the change sensor/bad sensor alert. Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this sensor glucose vs. Blood glucose issue is considered not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, treated with glucose/carb intake, emergency medical services dispatched, glucose/carb intake, and had loss of consciousness. The customer received sensor glucose vs. Blood glucose, change sensor, and sensor updating. The customer reported a blood glucose value of 30 mg/dl. Troubleshooting was performed but later it was declined. The event involved product(s) mmt-7040a, mmt-332a, mmt-1884, mmt-397a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer is reporting a discrepancy between sg and bg which is not within range. The explained sensor may have no longer been responding to glucose changes. The customer reported low blood glucose. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. Explained possible causes. The customer was unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. No further patient complications were reported. Product return requested for mmt-7040a. The customer declined to return or was unable to return. No product return was required for mmt-332a. No product return was required for mmt-1884. No product return was required for mmt-397a.